Manufacturer narrative:
Failure analysis for fiber 0010-2090-502h-1080: the fiber cap exhibits drilled through condition; there is some white unknown substance noted inside the distal end of fiber cap; the glass cap exhibits devitrification at the output area, and detritus adhesion around output area; the heat shrink tubing open end exhibits signs of abrasions, and partially erased red octagonal sign and blue arrow indicator. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at approximately 180,000 joules of use and 38 minutes while using a surgical fiber during a prostate procedure, the fiber failed; no additional information was provided or is available. The fiber was replaced and the procedure continued using a second surgical fiber. The second fiber was reported to have failed due to "laser interrupt"; the fiber was replaced and the procedure continued using a third surgical fiber. The third surgical fiber used was also replaced due to failure; no additional information was provided or is available. The procedure was completed using a fourth surgical fiber. There was no patient injury reported. This report is for the first surgical fiber used.